Event description:
Attempting to open a toomey/piston syringe for scrub nurse and noticed a hole in the packaging. Went back to supply to get another sterile syringe and found four more of the same syringes with the same hole or defect in the package near the plunger area. There was also a distinct difference in the tactile feeling of the plastic; it was not uniform and was thinner, creating balloon effect where the defects were found. Device located that did not have defective product for use in patient's surgery. Delay while obtaining equipment without hole in packaging.